Manufacturer narrative:
The doctor mentioned the patient was very large (300+ pounds). Inspection of the returned component did not reveal a root cause for this incident.

Event description:
A patient who had total knee arthroplasty over 10 years ago on (B)(6) 2015 reported to his doctor that he began to have instability issues 4 weeks earlier. The surgeon revised the knee on (B)(6) 2015, noticed that the post on the posterior stabilized tibial insert was broken and replaced it. There was no infection, only instability.